Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic with chest "thumping". Further investigation found that the atrial lead had loss of capture and failure to sense. The patient's output was programmed sub-threshold till they could undergo lead revision. An x-ray revealed lead dislodgement, lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.